Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015 - product analysis: the device was returned and evaluated by product analysis on 11/24/2015 with the following findings: the display was found to be scratched. The display was found to be legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.